Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the graphic user interface (gui) printed circuit board (pcb) and upgrades the backlight inverter pcbs. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, an 840 ventilator had a blank and inoperable graphical user interface (gui) display. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.